Manufacturer narrative:
Internal insulation damage was noted 13.5 cm and 14.0 cm from the connector pin. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during initial implant, the right ventricular lead exhibited low impedance. The impedance was tested fine but when it was connected to the device, it dropped. It was noted with a lead damage. A new lead was used instead. The patient was stable before, during, and after the procedure.